Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent, abdominal pain, and fever in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported condition. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent, abdominal pain, and fever that was suspected to be peritonitis. The cause of the suspected peritonitis event was unknown. It was not reported if the patient was hospitalized for the events. On an unreported date, the patient began treatment with unspecified medication (dose, route and frequency not reported) for the event. Action taken with dianeal therapy was not reported. No additional information is available.